Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile water was leaking in the funnel bifurcation. It was noted that the given lot# was myjr2009.

Event description:
It was reported that during pretest sterile water was leaking in the funnel bifurcation. It was noted that the given lot# was myjr2009.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Five photos were received for evaluation. The first photo shows a top view of one 2-way catheter and syringe. The second photo shows the funnel. The next two photos show the deflated balloon and tip and the catheter's cap. The last photo shows the tray's label. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Inflated the catheter with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using the returned syringe. The catheter rested with no leaks. The funnel was inspected, and no leaks were noted. The returned syringe was connected and it passively deflated in under 5 minutes with no issues or cuffing. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.